Event description:
It was reported that the charger for an ilet bionic pancreas would not charge the device despite attempts with multiple outlets and different cords, and a replacement charger was shipped. No clinical effects reported. Outcomes included replacement supplies shipped and no alerts or alarms reported. Investigation included complaint history review and user interview. Investigation of this case revealed that the device did not charge when connected to power and that the user attempted standard troubleshooting steps without success. It was concluded that the charger was nonfunctional and replacement was appropriate.